Event description:
Surgeon was performing a laparoscopic cholecystectomy with intraoperative cholangiogram. When surgeon applied the first clip to the patient's artery, the ligamax 5 mm endoscopic multiple clip applier would not release after firing. The clip applier was jammed and the device would not revert back to the open position. The concern was that the artery could have been damaged. The only other option would have been to open the abdomen and try to free the device. However, the surgeon was able to safely remove the clip off the artery with the clip applier still in the closed position. No injury was done to the patient, but this put the patient at risk and the surgeon had to make a decision to try to work the device off or open the patient up to try to remove it. This posed a significant issue during the procedure. Another clipper was used from the same lot number without a problem. ====================== health professional's impression======================device would not release after clipping artery.